Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The exact cause of the reported phenomenon could not be conclusively determined. Olympus is continuing to investigate this report with the user facility. If significant add'l info is received, this report will be supplemented. This is one of four reports. Please see also 8010047-2012-00055, 8010047-2012-00057, and 8010047-2012-00058. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during an endoscope ultrasound (eus) procedure, the pt was said to have been perforated in the duodenum. The perforation was said to have been repaired with suture laparoscopically.